Event description:
It was reported the customer was hospitalized due to low blood glucose. Suggested customer call md to discuss possible causes of low bg. Troubleshooting performed and the totals in the pump do not match the amount of insulin that is left. Advised customer to d/c from the pump and to follow manual back up plan.